Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 507 mg/dl. A bolus via the pump and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection as it had been changed earlier that day. Upon follow-up, the bg level had declined to 346 mg/dl. The customer declined further follow-up.